Event description:
Spontaneous: pt reporting pump malfunction (no disposable, clamp tubing). Pt attempted to troubleshoot but no success. Patient unsure if pump or cassette is causing the issue. Pump serial number: (B)(4), lot number for cassette: 4219999 did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Pump yes, cassette no. Did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes- pt was able to mix a new cassette and use backup pump. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. No additional information or dates reported. Has this incident happened within the past 6 months? (Offer nursing evaluation) yes. Has this pt reported a pump malfunction within the past 6 months (offer nursing evaluation) yes. Pt declined nursing as she is already working with cnss and they advised she call us. Reported to (B)(6) by pt/caregiver.